Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) device underwent an ablation procedure. During the procedure, the device was programmed to ddi and was noted that simultaneous atrial and ventricular activity occurred. The health care professional (hcp) attempted to program the device to aai and aoo. However, there was still ventricular pacing. Technical services (ts) was contacted to review device data. Ts noted that the behavior appeared to be an av node rhythm or crosstalk oversensing of atrial pacing on the ventricular channel, causing the ventricular signal to be undersensed and additional ventricular pacing to occur. The pacing coincided with the atrial sense rhythm, which was also undersensed. Thus, further atrial pacing occurred simultaneously with the ventricular sense rhythm. This behavior continued throughout the procedure. Ts reviewed the electrogram (egm) and suspected that the ablation catheter must have been in contact with the right ventricular (rv) lead or in close proximity to the rv coil during the procedure. Additionally, there was noise signals on the shock channel inhibiting pacing. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: no material number was provided; therefore, a device history record (DHR) review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the DHR review. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the device.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) device underwent an ablation procedure. During the procedure, the device was programmed to ddi and was noted that simultaneous atrial and ventricular activity occurred. The health care professional (hcp) attempted to program the device to aai and aoo. However, there was still ventricular pacing. Technical services (ts) was contacted to review device data. Ts noted that the behavior appeared to be an av node rhythm or crosstalk oversensing of atrial pacing on the ventricular channel, causing the ventricular signal to be undersensed and additional ventricular pacing to occur. The pacing coincided with the atrial sense rhythm, which was also undersensed. Thus, further atrial pacing occurred simultaneously with the ventricular sense rhythm. This behavior continued throughout the procedure. Ts reviewed the electrogram (egm) and suspected that the ablation catheter must have been in contact with the right ventricular (rv) lead or in close proximity to the rv coil during the procedure. Additionally, there was noise signals on the shock channel inhibiting pacing. At this time, the device remains in service. No adverse patient effects were reported.